Manufacturer narrative:
(Revision 10 motherboard) this evaluation determined that the reported event occurred due to a revision 10 motherboard (refer to ncr-23247).

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06025454 that an ar-3200-0025 ccu screen keeps turning on and off even in sdi. This was discovered during a procedure with no patient harm.